Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this pacemaker was found to be in safety mode. Post safety mode, the patient experienced syncope and pacing inhibition. This device was recommended to be replace. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The device was discarded by the nursing staff and will not return for analysis.